Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had completed the fill tubing step of the load process and was directed to complete the process again. There was no impact to the customer's blood glucose level. The customer did not report seeing any alerts or alarms related to the issue, the customer declined assistance from tandem technical support to ensure the load process could be completed.